Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patients who were implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that three error messages were seen on the clinician tablet. Photographs of the tablet displaying the error messages were provided. The first error was a system error that occurred when starting the therapy application. Code 0x4ea9bc8e displayed along side this error. This message appeared for two implants, so it had occurred multiple times. It occurred when opening the tablet and connecting the table to the ins. With the first implant, the tablet was just turned on and the error occurred directly after opening the therapy application. For the second implant, the tablet was turned on for a while and the error occurred during interrogating the ins. Both times the code appeared on the same tablet. It was noted that only the therapy application was pressed on the tablet to open the application. The second error was a validation error that occurred during the interrogation of an ins. It was noted that it was possible that the communicator and patient handset were also connected to the ins at this time and that a sessionmay have been in progress. This error was accompanied with code 00 01 00bb. The error was seen with two different ins. The codes appeared during the first interrogation. It was possible to successfully interrogate the ins after the validation error. Both the patient handset and communicator had just been coupled to the ins. The third error message occurred with an ins set to a program with 450 microseconds pulse width and 2x 130 hertz rate. The error message was potential excessive energy consumption. Software logs were provided, but they did not log where the issues occurred. No symptoms were reported.